Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as a touch contamination. The patient was hospitalized for the event and treated with vancomycin (dose, route, frequency and duration not reported). It was reported that the patient was retrained on proper aseptic technique but has since discontinued pd therapy. At the time of this report, the patient had recovered from the event. No additional information is available.